Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined. Additionally, the receiver (part number stk-gl-iuo/ lot number 140514406/serial number (B)(4)) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2015. No injury or medical intervention was reported.